Event description:
Pt reported that about one week ago they discovered that their infusion set was leaking. Pt experienced high blood glucose (in the 300's [mg/dl]), and when they gave themselves a 30-unit bolus, they noticed that their shirt was wet. No error messages were generated by the device.